Manufacturer narrative:
The needle with the suspected electrical defect was returned to the manufacturer for investigation. All electrical parameters were within specification and the needle passed electrical testing. The needle operated as intended in ithaw mode, and used several times with no issues. The electrical malfunction could not be confirmed, and the root cause of the complaint could not be identified.

Event description:
During the first freeze of a cryoablation procedure, one of the needles used caused muscle stimulation. The user stopped the active thaw (ithaw) and reverted to passive thaw to continue with the cryoablation procedure. The case was completed with no injury to the patient. The needle was returned to the manufacturer for investigation.